Manufacturer narrative:
(B)(4). Date sent 1/14/2025. D4 batch #898c32. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh33b device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged. The anvil was removed with difficulty. No functional test was performed due to the condition of the trocar. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 898c32, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2024. Additional information was requested, and the following was obtained: please clarify when the issue was identified (pre-op/during use/post op)? During use. Please provide more details on how the anvil was removed. Actually no information available as team which was present during surgery is absent. Please provide more details on how the anvil was removed. The pressure plate is always removed by hand. However, the pressure plate could not be removed as usual on the stapler that was the subject of the complaint. It was stuck and had to be moved slightly to the left and right to release it from the central bar. Apparently the central rod is slightly bent, which is why the doctor did not want to use this stapler and complained about it.

Manufacturer narrative:
(B)(4). Date sent 10/24/2024. D4 batch#: unk. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify when the issue was identified (pre-op/during use/post op)? Please provide more details on how the anvil was removed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the pressure plate cannot be removed. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.